Manufacturer narrative:
Date of event - the event date was not reported so the aware date was used as an estimate.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no reported patients complications that occurred. The patient came in for a 90-day follow-up transesophageal echocardiogram procedure. The imaging showed that there was a thrombus on the device. No additional information is known at this time.